Manufacturer narrative:
Medwatch sent to FDA on 11/16/2007. Allergan received an incomplete lot number for this event. We are unable to provide further information at this time. When or if we do we will forward the information appropriately.

Event description:
During treatment with zyplast a total needle disengagement occurred and product was lost. There was no injury to the patient or to the injector.